Event description:
The manufacturer received information alleging a ventilator was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was frozen. There was no harm or injury reported. During evaluation of the device at a third party service center, the fault was replicated, and multiple error codes were found in the device's error log. Both the internal and detachable batteries are defective. The internal battery was replaced to resolve the issue as well as a new detachable battery, which the customer will order new. Additionally, the device ran using a test detachable battery and was alarming due to a heavily contaminated flow sensor. The fio2 tubing and filters were replaced. The muffler assembly, particulate filter, and inlet foam filter were replaced as well. The device passed all testing. A follow up final report will be submitted.